Event description:
The account alleges the brakes are not working when applied. No pt impact.

Manufacturer narrative:
The tech discovered the brakes were not applied completely in the lock position user error. The tech in-serviced the account on how to apply the brake to resolve the issue.